Manufacturer narrative:
The investigation of hemolysis and access site bleeding has been completed. Data review: there is no data log from 05/27 - 5/28 returned for review. Product analysis: pump was returned for analysis. Visual inspection found no issues on the pump. Pump was conducted hemolysis test to observe if any defect on the pump. Pump passed hemolysis test. Conclusion: the root cause of hemolysis was unable to be determined as limited clinical details were provided and no issues were found on the pump. The root cause of access site bleeding was most likely use-related since angle matching resolved the bleed. B2 intervention was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29435.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed bleeding at the impella cp access site. Pressure was held at the site, heparin was stopped, the dressing was changed, and quick clot was applied to manage the condition. Two units of blood were given to the patient in response to the bleed. It was additionally reported that the patient's labs had hemolyzed. The support level was reduced, and two units of blood were given to treat the condition. Later support was withdrawn and the patient expired.